Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the generator battery pack. The system functions as intended.

Event description:
The customer reported that the system displayed a "battery charger failed" error message upon boot up.